Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11july2019. The manufacture technician confirmed the issue and was resolved by replacing ui interface assembly and cpu tray cover.

Event description:
The customer reported touchscreen damage and there was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 06nov2019. Date of report: 08nov2019. Trace of damage caused by falling was present. Therefore, the user interface (ui) assembly and central processing unit(cpu) tray cover have been replaced. Any other anomaly was not present. Overall checking, cleaning, run testing, and a function test were performed. The software was checked as version 2.30. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.